Manufacturer narrative:
The customer reported that the bsm (bedside monitor) was flashing off/on, multiple rows of letters on screen. The customer power failed the bsm / removed battery. The bsm is up and running. Suggested customer send device in so an evaluation can be performed.. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The main digital board needs to be replaced to correct this issue. Part is currently out of stock. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) was flashing off/on, multiple rows of letters on screen. The customer power failed the bsm / removed battery. The bsm is up and running. Suggested customer send device in so an evaluation can be performed.